Event description:
Caller reported cartridge alarm 20, indicating an issue with the insulin delivery system. There was no adverse impact to the customer's blood glucose level. Caller successfully loaded a new cartridge with assistance from technical support and was able to resume insulin therapy, marking the issue as resolved.